Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the wire bond lifts occurred before explant.

Event description:
It ws reported that during the follow-up visit, the physician found the lead impedances were out of range. The leads were determined to be okay, so the physician decided to remove and replace the pulse generator. No patient complications have been reported as a result of this event.